Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power. The reporter indicated that the battery compartment was cracked and moisture was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: there were unexplained power events observed in the pump black box. The pump battery compartment was observed to be cracked from the threads to the case seal. Moisture damage was observed inside the battery compartment and on the battery cap. The returned battery cap was unable to fully tighten to the battery compartment however the pump successfully powered on. The pump was exercised for 24 hours without power issues occurring. A leak test was performed and found that the pump was leaking from the battery compartment crack. The pump was opened and moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.